Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for dehydration and diabetes ketoacidosis. The blood glucose reading was above 550 mg/dl. The customer stated that he had a virus which contributed to his vomiting. No further information was provided.